Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of needing assistance connecting infusion set. Customer's blood glucose was 600 mg/dl which was treated with bolus delivery. Customer received assistance and was not able to insert infusion set properly with serter. Customer was advised that infusion set may be defective. Customer declined troubleshooting for high blood glucose.